Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead conductor fractured.

Event description:
It was reported there had been a change in lead impedance with measurements being from 300-1400 ohms. It was also reported the first short interval count occurred. Additional information was received and reported impedance spikes and an increase in the short interval count on the right ventricular lead. Consequently, the pace/sense portion of the lead was capped and replaced. The defib coil of the high voltage lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered. The lead exhibited elevated sensing integrity counter (sic) and noise.